Manufacturer narrative:
A supplemental report is being submitted for additional information. Product event summary: review of the controller log files revealed two low flow alarms logged since (B)(6) 2018. This is an additional observation not related to the reported blood in the driveline event. No alarms that could be related to the reported blood in the driveline event were logged within the analyzed period. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the driveline was not returned for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements prior to release. No alarms that could be related to the reported blood in the driveline event were logged within the analyzed period. The reported event could not be confirmed due to insufficient evidence. Based on the risk documentation, multiple factors can lead to blood in the driveline such as improper seal of the pump¿s driveline (outer sheath) to the pump header and damage via cut or nick of the driveline outer sheath. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bleeding at the driveline exit site after becoming more active. Blood was noted within the outer sheath, extending from the exit site to approximately seven inches down the length of the driveline, with no outer sheath damage noted. The patient underwent a computerized tomography (CT) scan of the chest/abdomen/pelvis. The driveline remains in use. No further patient complications have been reported as a result of this event.